Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The kink was not confirmed; however, the core and polymer were separated at the tip ball. The coils were still attached to the tip ball. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during shaping of the ht command guide wire, the tip of the guide wire kinked; however, it was confirmed that there was no tip separation. The device was not used in the patients anatomy. A new command guide wire was used in the procedure. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided. The return device analysis noted a tip separation.